Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that they were having issues with the sensor, and after sensor removal found the cannula was short. Customer's blood glucose reading was 17 mmol/l. Customer mentioned another time when she was having issues with a different sensor, and after sensor removal the cannula was fine. The sensor was replaced and will be returned.